Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2013 with the following findings: the pump powers to the "verify" screen with an audible tone, very dim display and no vibration. Investigators connected external power supply directly to vibrator motor. Vibrator motor does not respond. Installed test pump cover and powered up pump.